Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on apr 06, 2026, with lot number 1617596. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the left-side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right-side. Device remains implanted and will be returned.

Event description:
This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d4 h4 h6 h11. A review of the device history record (DHR) has been completed. No deviations or non-conformances noted.